Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) abnormalities in systems or cables used in the facility. 2) temporary failure of the ccd unit due to handling such as a) the video connector was plugged or unplugged while the system was powered on. B) the power was turned on when dust, dirt, moisture, etc. Adhered to the video connector contacts. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety". 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. The image inspection showed a proper 3d image when checked. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the 3d image was defective on the endoeye flex 3d deflectable videoscope. The unknown procedure was completed with the 2d image. There were no reports of patient harm associated with this event.